Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarms noted. The pump passed the prime/ compromised force sensor system alarm test. There was no prime/ compromised force sensor system alarm noted. The pump had a cracked case on all corners of the display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that none of the buttons of the insulin pump cannot be pressed specially the esc, act and up buttons. The customer's blood glucose was 12 mmol/l at the time of incident. The customer stated that after changing the batteries the pump worked fine and passed the self-test; however, after 5-6 minutes none of the buttons work. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.